Event description:
The customer reported that internal paddles did not discharge energy when expected. There was no negative pt impact.

Manufacturer narrative:
The customer reported that internal paddles did not discharge energy when expected. There was no negative pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.